Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no insulation breach or conductor fracture in vivo was observed on proximal portion which was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. The lead was found to have high elevated thresholds. The lead was reprogrammed until lead revision. The lead was revised and removed. A new lead was implanted. No patient complications have been reported as a result of this event.